Event description:
It was reported that the packages were marked with 6fr, but the catheter inside was 8fr.

Manufacturer narrative:
The reported event was inconclusive, due to the poor sample condition. Visual inspection noted that two photo samples were received. The first photo shows the individual package labels for two 6fr magic 3 go catheters. The second photo shows the tips of the two catheters side by side. Without the physical sample, it was unable to be determine whether the outer diameter of the catheter meets the specifications, therefore the results of the investigation were inconclusive due to the poor sample condition. A potential root cause for this failure mode could be due to an operator error. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. It was unknown whether the device had met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packages were marked with 6fr, but the catheter inside was 8fr.